Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/19/2024, it was reported by a sales representative via sems-(B)(4) that an ar-8935l-10 low profile locking screw went straight through the ar-9943t-06 locking third tubular plate. This occurred during a procedure, the 3.5 locking screw went straight through the plate with little to no pressure like he wasn¿t cranking on the screw it just went straight through the plate, which isn¿t normal. They took everything out and replaced it with another ar-9943t-06 in the tray which had no issues and used a new ar-8935l-10 screw with no issues.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, the five threaded holes were stripped/damaged, and the oblong hole was chipped. Functional testing was not performed with the screw returned and did not lock as required due to the damage of the holes. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion or/and misaligned insertion of the screw. Per dfu-0192-eo rev 6 g precautions 4. Repeated bending of the plate at the same location, or by creating excessive acute angles may potentially lead to premature plate fatigue, failure and or breakage in situ. 5. Screws should be inserted by hand and not with powered equipment.